Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine and half years post filter deployment, computed tomography revealed less than optimal placement of the inferior vena cava filter with its limbs extending outside the inferior vena cava into the adjacent tissues with one just posterior to the abdominal aorta. This might be due to initial placement, however migration following previous splenic trauma cannot be excluded. There was abnormal tilting of the filter with probable perforation thus explaining its location posterior to the abdominal aorta. So, the computed tomography scan re-demonstrated the presence of a less than optimally placed inferior vena cava filter with what seemed to be the least abnormal positioning. Therefore, the investigation is confirmed for perforation and filter tilt. However, the investigation is inconclusive for filter migration and positioning issue. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2010), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter was improperly placed initially, tilted, migrated and struts perforated outside the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.